Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for a patient who had passed away per their family's request. The event log file captured low voltage advisory events on battery power starting 03dec2025 at 1753 through 2001, when the alarms turned to low voltage hazard events from 2001 through 2010. External battery power was depleted which enabled the backup battery (ebb) in the system controller to alarm with "no external power" events from 2010 through 2203. The ebb was then depleted and the vad turned off. The controller was eventually connected to one battery which reset the controller internal clock to a default of 01jan2000. It could not be determined how long the ventricular assist device (vad) was off due to the reset of the controller¿s timestamp. The log file shows that the driveline was disconnected but the time could not be seen due to the clock resetting.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2025 and the default timestamp of (B)(6) 2000. A no external power alarm was captured on (B)(6) 2025 due to full depletion of the 14 volt batteries. The system was then powered by the system controller backup battery until it became fully depleted, resulting in a pump stop. The system controller was reset on the default timestamp when power was restored. The exact duration of the pump stop could not be determined as the controller clock was corrupt upon the restoration of power. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.